Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The device was removed due to high dft measurements. All other testing with the device was normal. There was no abnormal function observed from the device. At the physician's discretion a system revision was performed. This can along with the rv lead was removed and a dual coil df-1 system was implanted along with an ICD lead placed in the azogus vein. This device remains in the possession of the hospital. A formal request was submitted to retrieve the device, so it can be sent in for analysis. Only the lead was replaced with biotronik product.